Manufacturer narrative:
A functional check with a mating instrument confirmed the complaint; the mating instrument would not attach to the handle connection. The root cause is attributed to wear out. A two-year search of the complaint database found (B)(4) was implemented on (B)(6) 2008 for both ease of manufacturing and improved function. The date code pg1107 indicates the instrument was manufactured in (B)(6) 2007 and is over (B)(6) years old and before the design change. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The handle will not attach to anything.